Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, the patient underwent a transforaminal lumbar interbody fusion (tlif) from vertebrae l4 to s1. The patient¿s post-operative period was marked by severe nerve injury such as radiating pain to the legs and inflammatory cystic reactions. On (B)(6) 2011, the patient had underwent a revision surgery to remove inflammatory facet cysts. Since the revision surgery, the patient continues to have lower back pain, with radiating lower extremity pain to the legs along with inflammatory spinal cysts. An MRI study conducted on (B)(6) 2011 showed that the patient continues to have nerve injuries and pain.

Event description:
It was reported that on: (B)(6) 2005: patient presented for office visit. MRI shows severe degenerative joint disease at l4-5 and l5-s1 with right sided l4 foraminal stenosis. On (B)(6) 2005: patient visited for office visit. Patient recommended a discogram to bottom three discs. On (B)(6) 2005: patient underwent CT scan of lumbar spine post discogram due to low back pain and right hip pain. Impressions: degenerative disc l4-l5 with some right foraminal narrowing. Degenerative disc l5-s1. Normal l3-l4 disc. Post op diagnosis: l-spondylosis, procedure: l-disco. On (B)(6) 2005: patient visited for office visit with severe back pain and right leg pain. MRI shows severe degeneration at bottom levels: l4-5 and l5-s1.